Event description:
A letter was received that reported the following. "In 2006, it was placed without inconveniences, a tunnelized catheter with cuff in right jugular vein, which was used for hemo-dialysis without any complications until 2007. It is confirmed that no blood comes from the arterial branch and when normal saline is infused, it comes out peri-catheter by the tunnel. By surgical exploration, it is confirmed that the catheter is broken in the union between the catheter and the piece on which the cuff is placed. The free catheter is located in the atrium, what can be seen by radiology. The tunnelized catheter section is withdrawn, remaining by the time being the proximal section in the right atrium. In the same procedure, the other catheter which was working properly is withdrawn and a double lumen catheter is placed through the left internal jugular vein."

Manufacturer narrative:
An investigation has been initiated. When the investigation is completed, a final report will be submitted.